Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after review of stored egms of a recently deceased patient, non sustained lead noise and undersensing were observed. It was noted that the patient was in hospice care and the physician believed the death was not related to the device.